Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2018. According to the complainant, during the removal of the device on (B)(6) 2018, the internal bolster detached from the tube and was retrieved transcutaneously under an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: visual examination of the returned device revealed that the molded internal bolster was detached from the tube and it was not returned for analysis. There were no foreign materials, air bubbles, voids were identified in the in the tube indicating the material was formed properly. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. The complaint was consistent with the reported event of internal bolster detached. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also excessive force applied pulling the gastrostomy tube during replacement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2018. According to the complainant, during the removal of the device on (B)(6) 2018, the internal bolster detached from the tube and was retrieved transcutaneously under an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.